Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that per the patient¿s doctor their ins pocket was uncomfortable. The patient wanted their pocket to be anatomically higher. It was unknown if any external factors led or contributed to the reported issue. Impedances were checked and the device was turned off prior to the pocket revision. Surgical interventions occurred where the patient¿s implant was moved up above the initial pocket as they were experiencing discomfort in the pocket created for their ins. The issue was resolved at the time of the report. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.